Manufacturer narrative:
Device will not be returned to stryker for evaluation. Device will not be returned by the customer

Event description:
The customer indicated that the device malfunctioned during a procedure and the patient bled more than expected, indicating that the device may have experienced a pressure loss. If this should occur during a bier block procedure, it poses the risk of systemic exposure to a local anesthetic. The procedure was completed successfully with no adverse consequences, and no medical intervention was required.

Event description:
The customer indicated that the device malfunctioned during a procedure and the patient bled more than expected, indicating that the device may have experienced a pressure loss. If this should occur during a bier block procedure, it poses the risk of systemic exposure to a local anesthetic. The procedure was completed successfully with no adverse consequences, and no medical intervention was required.